Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a product investigation was conducted. Visual inspection: the received pfna nail is broken into two pieces at the shaft section. Furthermore, are some deep impression marks and scratches visible around the guiding holes. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the shaft diameter (close to breakage point) was measured with caliper and found to meet the specifications per relevant drawing. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material titanium alloy (tial6nb7) was used according iso 5832-11. The broken surface is homogenous what indicates material conformity as well. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This findings let us exclude a manufacturing related issue. Based on the provided information we assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 473.035s, lot: l384445, manufacturing site: bettlach, release to warehouse date: 03.may 2017, expiry date: 01.april 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for femoral subtrochanteric fracture with three (3) cables and the nail in question. The patient was rehabilitating but the callus was not confirmed upon following up. On (B)(6) 2020, the patient reported pain and visited the hospital. The surgeon confirmed that the nail had been broken. On (B)(6) 2020, the patient underwent the revision surgery under spinal anesthesia. In the revision, the surgeon made three (3) incisions (5cm), removed the broken nail and implanted tfna. The surgeon commented that the normal metal fatigue caused the nail breakage. No further information is available. Concomitant device reported: unknown pfna ii blade (part # unknown, lot # unknown, quantity 1), unknown pfna ii end caps (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown cables (part # unknown, lot # unknown, quantity 3). This report is for one (1) pfna-ii ø9 long r 125° l300 tan. This is report 1 of 1 for (B)(4).